Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted regarding a ds2adv auto CPAP device, which the patient alleges is smoking. There is no allegation of serious or permanent harm or injury, and the patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 03/31/2026. During the investigation, pil observed: the q3 component on the pca was observed to have thermal damage and there were areas of what appeared to be corrosion on the pca, both likely due to liquid ingress. Section "common device name" in box d and h6 have been updated in this follow up report. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
The manufacturer received new and relevant information on 03/31/2026. The device was returned to the manufacturer¿s product investigation laboratory for investigation. During the product investigation laboratory for investigation pil confirmed the device powers on, the display does not work, there was no airflow and the blower had a very low noise but was not working properly, a slight odor was detected, and no heat was detected from a known good heated tube and the heater plate. A dust-like contaminant was observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, blower, blower box, heater plate, heater plate spring, and bottom enclosure. Pil was not able to confirm the complaint of the device smoking or address the symptoms specified but can confirm the odor complaint. Section g3 and h6 have been updated in this follow up report.